Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer, the gas pipeline adaptors connectors were not fitting securely with their ¿nist¿ (national institute of standards and technology¿ fittings. The trust has subsequently had co2 (carbon dioxide) hoses with connectors made to allow them to connect to co2 piped into endoscopy rooms. The co2 tanks were emptied due to poor connection. The event was found during installation. The unspecified procedure was completed using a similar device. There was no report of patient harm associated with this event. This report is related to the following linked patient identifiers: (B)(6).

Manufacturer narrative:
The customer will not return the subject device to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.